Manufacturer narrative:
A review of documentation supplied with the device states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.

Event description:
Follow up information obtained identified connection to the patient's scs system generator was recovered, and the system is working as expected with pain relief for the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient has had multiple heart surgeries and did not set the scs system to surgery mode for any of the surgeries. Consequently, the patient's generator cannot connect with the external controller, the message just shows the devices are not paired. A company representative met with the patient, but was unable to resolve the issue with troubleshooting. The next course of action has not been determined at this time.